Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA had the outer shield not attach before use. The following was reported by the initial reporter: "it was reported that the outer cover doesn't fit and stay on the pen needle and they fall off. Verbatim: consumer stated the clear outer cover on his pen needles don't fit/stay on the needle and they fall off onto the floor. Stated they should not be clear because if they fall onto the floor you can't even see them. Stated every single box of pen needles he gets, the outer covers don't stay on and they fall right off. Consumer also stated he sent bd an email or two about this issue 1-2 years ago and never received a response. Consumer stated he is very unhappy. "

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA had the outer shield not attach before use. The following was reported by the initial reporter: "it was reported that the outer cover doesn't fit and stay on the pen needle and they fall off. Verbatim: consumer stated the clear outer cover on his pen needles don't fit/stay on the needle and they fall off onto the floor. Stated they should not be clear because if they fall onto the floor you can't even see them. Stated every single box of pen needles he gets, the outer covers don't stay on and they fall right off. Consumer also stated he sent bd an email or two about this issue 1-2 years ago and never received a response. Consumer stated he is very unhappy. "

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned (6) sealed 4mm, 32g pen needles from lot # 0134225. Customer states that the outer cover doesn't fit and stay on the pen needle and they fall off. All returned pen needles were tested and all were able to securely attach and easily detach from a pen without any observed defects. No defects were observed on the outer cover when placing the pen needle on the pen or removing the pen needle from the pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.